Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor pcb assembly connections were evaluated and reseated. The system software was also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.